Event description:
It was reported that the patient presented in clinic for unrelated procedure. The physician discovered the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced during a different procedure. The patient was stable.